Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had received an email communication regarding a customer complaint. The complaint was related to bard item 010118 and involved a specific patient concern stating that the product had changed. The patient believed that a defective product had been received. It was reported that some of the catheters were larger, which caused pain and bleeding to occur. The customer had been seeking guidance, and since this did not occur often, there was a request to understand bard¿s procedures regarding customer product complaints.